Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that a connector designator j103, was not properly seated. The biphasic pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer. Physio-control further evaluated the removed assembly; however, the board passed functional testing with no observed service errors.

Event description:
It was reported that the device was displaying a service indicator and had multiple occurrences of an error code in memory that indicates a potentially critical failure. There was no report of pt use associated with the reported event.